Manufacturer narrative:
(B) (4). Results: evaluation of the returned product found that the rj-11 clip fits loosely into the receptacle of the alarm and can be easily detached by tugging on the cable. There is a continuous alarm when the sensor is plugged into the alarm. Applying pressure does not stop the alarm. The alarm unit was also returned and inspection found that it passed all functional testing. (B) (4).

Event description:
The customer reported that the sensor is no longer alerting the alarm when the pt has gotten up, the alarm is working correctly. There was no pt injury reported.